Event description:
Consumer reported wore heat patch for eight (8) hours and got burn. Consumer was self treating with some cream. No medical attention was sought.

Manufacturer narrative:
No product return is anticipated, as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.